Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on an unknown date, the patient presented with night sweats, weight gain, vision change, difficulty hearing, shortness of breath, back pain, weakness, numbness, headache, fatigue, the patient underwent physical examination: psychiatric: orientation· oriented to lime, place, and person. Mood and affect: active and alert, normal mood, and abnormal affect. On (B)(6) 2010: the patient underwent MRI scan. Impressions: hypertension, hypercholesterolemia, 15-sl spondylolysis, spondylolisthesis, l5 and s1 radiculopathy, left greater than right chronic lumbar instability with severe lumbar and left leg pain. On (B)(6) 2011: the patient presented with low back, bilateral radicular leg pain, left greater than right. The patient presented with preoperative diagnoses of bilateral l5 spondylolysis, grade 1 spondylolisthesis of ls-s1, instability in bilateral ls sciatica. Per op notes: the patient was taken to or for a gil procedure of l5, removal of free-floating dorsal element, l5 removal of the bilateral pseudoarthrosis at the pars interarticularis at l5, followed by bilateral pedicle screw instrumentation under fluoroscopic guidance at l5-s1, bilateral diskectomy, posterior lumbar interbody fusion with a peek cage and rh-bmp2/acs under fluoroscopic guidance, and lateral transverse fusion with locally harvested autologous arthrodesis with rh-bmp2/acs graft at l5-s1, extra difficulty due to l5·s1 being extremely low in the pelvis with a marked difficulty with the ilium for exposure, hyperlordosis made at the angle of l5-s1 disk space extremely difficult requiring a soft tissue exposure all the way up to l1 to get the proper angle to place the posterior interbody fusion and graft. The patient underwent examination for lumbar spine. Impressions: laminectomy, anterior and posterior fusion l5-s1. On (B)(6) 2011: the patient underwent CT lumbar spine. Impressions: laminectomy with anterior posterior fusion l5-s1 new since 2009. Both s1 pedicle screws project anterior to the cortex, nonspecific. Persistent focal protrusion of the l3-4 disc posterior laterally on th left at the neural canal. On (B)(6) 2011: the patient was discharged with discharge diagnoses of bilateral l5 spondylolysis. Grade 1 spondylolisthesis of l5-s1, instability and bilateral l5 sciatica. On (B)(6) 2011: the patient underwent examination for lumbar spine. Impressions: laminectomy, fusion ls-s1 with residual low grade anterolisthesis. On (B)(6) 2011: the patient presented for office visit. The patient underwent examination for lumbar spine. Impressions: fusion/instrumentation with grade 1 spondylolisthesis l5-s1. On (B)(6) 2013: the patient presented with chief complaint of back pain. Ros revealed: musc/skel: back pain. The patient underwent physical examination: neurological: abnormal neurological exam, decreased strength both lower extremities. On (B)(6) 2013: the patient presented with primary diagnosis of brachial neuritis or radiculitis nos and underwent physical therapy. On (B)(6) 2013: the patient presented with chief complaint of shoulder pain, neck pain and pain. Ros revealed: musc/skel: neck pain. The patient underwent physical examination: neurological: abnormal neurological exam. Decreased strength both shoulders, decreased strength both upper extremities. Musculoskeletal: limited flexion ls spine. Limited extension ls spine. Limited rotation ls spine. On (B)(6) 2013: the patient underwent CT spine lumbar wo. Impressions: artifacts from the pedicle screws at l5-s1 preclude adequate evaluation in the adjacent area, there is suggestion of compression of exiting nerve root at the level of l4-l5 on the right side as noted by the lack of fa1 plane between the nerve root and the adjacent structures. No evidence of fracture seen: the MRI might not yield any better result because of the artifacts from the adjacent metallic hardware. If persisting clinical concern and the need for evaluation of nerve roots in the lower lumbar spine, a plain film myelogram may be of some help. The patient underwent CT spine cervical wo impressions: anterior fixator device identified at c3/4. No stenosis noted. If tingling and radicular symptoms persists then further evaluation with MRI would be helpful of the cervical spine. 24 may 2013: the patient presented for follow-up visit. On (B)(6) 2013: the patient presented with chief complaint of back pain. Ros revealed: musc/skel: back pain. On (B)(6) 2013: the patient underwent CT spine w/contrast thoracic. Impressions: no acute abnormality of the thoracic spine, mild spondylosis, small posterior osteophytes at c5-c6 on the left which flattens the left vertical aspect of the cord. The patient underwent CT spine w/ contrast lumbar. Impressions: postsurgical changes from posterior fusion at l5-s1, minimal grade 1 anterolisthesis of l5 on s1, multilevel foraminal narrowing. The patient underwent myelogram. Impression: successful myelogram. The patient underwent CT spine w/contrast cervical. Impressions: previous solid fusion at c3-c4 from acdf, mild spondylosis, a few small disc osteophyte complexes at c5-c6 and c6-c7, mild multilevel facet osteoarthritis. On (B)(6) 2013: the patient presented with chief complaint of neck pain and back pain. Ros revealed: musc/skel: neck pain, back pain. On (B)(6) 2013: the patient underwent physical examination. Musculoskeletal: limited flexion ls spine, limited extension ls spine, limited rotation ls spine. On (B)(6) 2013: the patient presented with chief complaint of neck pain, back pain, cough and congestion. Ros revealed: musc/skel: neck pain, back pain. On (B)(6) 2013: the patient presented with chief complaint of shortness of breath, swelling and pain. Ros revealed: musc/skel: swelling the patient underwent chest examination. Impression: no radiographic evidence of acute disease in the chest. The patient underwent chest x-ray. Findings: increased bronchial markings and increased ap diameter. On (B)(6) 2013: the patient presented with chief complaint of back pain, anxiety and swelling. Ros revealed: musc/skel: back pain, swelling. Psych: anxiety the patient underwent physical examination. Musculoskeletal revealed: limited extension ls spine, limited rotation ls spine. The patient underwent fvc test. The patient underwent chest examination. Findings: stable chest without change active disease. On (B)(6) 2013: the patient presented with chief complaint of back pain, anxiety, and sleep disorder. Ros revealed: psych: depression. The patient underwent physical examination. Musculoskeletal: suprascapular tenderness (see description), abnormal paraspinous tenderness noted, lumbar paraspinous tenderness. On (B)(6) 2014: the patient presented for follow-up with chief complaint of back pain. On (B)(6) 2014: the patient presented with chief complaint of back pain. Ros revealed: musc/skel: back pain patient underwent physical examination. On (B)(6) 2013, (B)(6) 2014: musculoskeletal: limited flexion ls spine, limited extension ls spine, limited rotation ls spine, positive lsr, abnormal exam findings in l1-l3. On (B)(6) 2014: the patient presented with chief complaint of back pain. Ros revealed: musc/skel: back pain.